Manufacturer narrative:
No display anomaly was noted. No unresponsive buttons were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The insulin pump had a scratched keypad overlay, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels and insertion site issues. She complained of thirst and fatigue, went to bolus and observed the button issues. The customer's blood glucose was 393 mg/dl. The customer reported pain upon trying to insert the infusion sets, although no infection was observed. She observed blood at the insertion site and was advised to change the infusion set. The customer also reported that the insulin pump sustained physical damage. She reported that the insulin pump had a scratch on the up arrow button, exposing the metal. She did not know how the damage occurred, stating she may have pushed the device with a nail. The numbers scrolled when she went to input values into the insulin pump. She was advised to change the infusion set, reservoir and insulin, and to treat per the doctor's instruction. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace and return the device.